Event description:
It was reported that during a pre-use check, the customer found a torn hole in the product. No patient injury reported.

Manufacturer narrative:
Visual inspection: the sample was visually inspected at a distance of 12" under normal lighting to received units, in order to detect any damage on the unit. The breathing bag have a tear. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).